Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 34 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to melena, lightheadedness, dizziness, fatigue and hemoglobin decrease of 4 g/dl. Esophagogastroduodenoscopy showed a very small arteriovenous malformation in the duodenum; however, it was reported that this was unlikely to be the source of the bleeding. The colonoscopy found a transverse colon polyp which was removed and was sent for biopsy. The plavix was discontinued and the inr goal was changed to 2-3. The patient¿s hemoglobin was reported to be stable and no further information was provided.